Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. During startup all battery reading were are zero when checking in diagnosis menu. Error history log review found a battery communication timeout alarm. The root cause of the reported issue was unable to determined, did not notice any external damage to battery. Actions were taken to mitigate the reported issue: replaced the battery.

Event description:
It was reported that the battery wouldn't hold the charge and when it is charge, it blinks red, alarm and then turns off. No patient injury was reported.